Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 25 mmol/l. Customer had not been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was using injections to lower blood sugars. During troubleshooting customer mentioned that the insulin pump died, they were not able to change out the battery right away and they were off the pump couple of hours. The customer also noticed the battery cap contacts came loose they were able to fit the contacts back on the battery cap and got it to start up again. The current blood glucose level was 4 mmol/l. Customer did allege the insulin pump was under delivering because their high blood glucose was not brought down using the insulin pump. The insulin pump will not be returned for analysis.